Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was dislocated from the y-connector. The peg tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was dislocated from the y-connector. The peg tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014: the patient¿s condition was reported to be good. The retention rings were properly attached. The jejunal tube dislocate out of the peg tube. Procedure date: (B)(6) 2013. Additional information received on (B)(4) 2014: the peg tube that dislocated from the y connector was placed and used for 7 months prior to the event. The patient's first peg kit device was placed on (B)(6) 2007.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was dislocated from the y-connector. The peg tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014: the patient¿s condition was reported to be good. The retention rings were properly attached. The jejunal tube dislocate out of the peg tube. Procedure date: (B)(6) 2013.